Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had battery issues and had tired replacement battery cap but issues persist. It was reported that the pump was not connecting and not working. The customer's blood glucose level was reported to be 169.2mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.